Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. Corrected product UDI.

Event description:
Philips received a complaint from the customer indicating that the v60 device was not secured to the universal cart. There was no patient involvement at the time the issue was discovered. The customer called technical support to report that the v60 was not secured to the universal cart and requested for the part numbers of the replacement central processing unit (cpu) cover tray and thumbwheels. The remote service engineer (rse) informed the customer of the latest version of the service manual and provided the customer with the requested part numbers for repair.